Manufacturer narrative:
H3: ge healthcare's investigation has been completed. The customer does not have gehc service and was unwilling to provide any additional information or grant access to inspect the system despite numerous attempts. However, the16 beat operator manual provides information to help determine whether mr conditional or implanted device criteria are met and provides warnings for patients with mr conditional implants or devices. Gehc was not provided with sufficient evidence to confirm whether appropriate clinical decisions were made, appropriate mr conditions were met, or the patient's physical condition would allow for a safe mr scan. Therefore, the most likely root cause is identified as a implanted device function compromised? Based on the limited available information, however this cannot be confirmed. No further actions are planned by gehc.

Manufacturer narrative:
A1, 2, 3, 4, 5, 6: patient information was requested on 8/30/2023, 9/4/2023, 9/5/2023, 9/6/2023 and 9/7/2023 but no information received. D: there are no additional device identification numbers. H3, 6: ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed. H3 other text : device evaluation anticipated, but not yet begun.

Event description:
It was reported by (B)(6) that following an MRI scan, a patient with a cardio stimulator expired. No additional information has been provided.